Manufacturer narrative:
Patient identifier corrected in this report.

Manufacturer narrative:
The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that shortly after the implant procedure the patient developed paralysis in the right arm. The device was removed and the physician could not determine the cause of the paralysis; however, the physician believed the symptoms were not likely device-related. The patient has recovered without sequelae and there have been no reports of further complications regarding this event.